Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis from (B)(6) to (B)(6). She stated she woke up with high blood glucose and tried giving herself 4 bolus dose but stayed over 600 mg/dl. The customer experienced headache, vomiting, and difficulty breathing. The customer stated that she was not receiving insulin and went to the emergency room. Blood glucose value at the time of admission was 667 mg/dl. She was treated with insulin drip and shots. The customer is using a new insulin pump. She also mentioned that the morning of the call she notice it was wet from insulin where she was sitting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.